Event description:
It was reported that following a pulsed field ablation procedure using a farawave catheter a patient death occurred. The ablation procedure was successfully completed and was performed using fluoroscopy and intracardiac echocardiography (ice). During the procedure the farawave catheter was used to isolate the pulmonary veins as well as a posterior wall isolation (pwi), the pwi performed with the farawave catheter is considered off-label use as the instructions for use state the farawave pfa catheter is only indicated for pulmonary vein isolations. After isolations were completed with the farawave catheter, mapping of the heart took place, and a distal signal was identified in the right superior pulmonary vein (rspv). While positioned at the rspv the catheter did not detect the distal signals. The physician did not want to advance the farawave further into the vein, so the farawave and guidewire were removed from the patient at that time. The distal rspv ablations were performed with a radio frequency catheter. Ice was consulted at the start of the procedure and checked again at the end of the case, no changes in the pericardial space were observed at that time and the patient was stable when moved to recovery. Due to the afternoon timing of the procedure the patient was kept overnight for their recovery period. Early the morning after the procedure, approximately 1 am, cardiac tamponade was identified. Drainage was performed and cardiopulmonary resuscitation was required, after which the patient was admitted to the cardiac intensive care unit. The patient died later that same evening. The official cause of death has not yet been determined. The catheter is not expected to be returned as the complication emerged after the procedure, when the catheter would have been discarded.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.